Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high", specific value was not provided. Cause of high bg was not clear. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Customer administered a manual injection to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the hospital with diabetic ketoacidosis (dka) and was treated with intravenous fluids of saline and insulin, potassium, and "medicated shots" (nature of medication was not provided) due to customer being "immobile for 3 days due to dka". Customer was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.